Manufacturer narrative:
H3, h6: the computer, lot number: 2218g00457, was returned to the manufacturer for analysis. Computer began to power cycle when main power was applied. Will not display an image to monitor. The reported event could be duplicated by medtronic personnel. Codes b01, c13, and d02 are applicable to this analysis. H3, h6: the computer, lot number: 2440g01136, was returned to the manufacturer for analysis. Computer passed initial burn-in testing with the exception of the 3.5mm sound jacks for no corrupt audio right channel. Also the hdmi port failed to produce image to monitor and received a no signal message. The reported event could be duplicated by medtronic personnel. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786, computer, product ID: 9735786r computer, h6: multiple fdd/annex a codes were reported. A0902 was coded for no video detected upon booting up. A1102 was coded for displaying no video detected. A23 was coded for new computer made a really loud noise, then got quiet, and it repeated this every 10 seconds. The system was serviced in the field by a medtronic representative. The computer was replaced. Afterwards, the system was functioning as intended. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying no video detected upon booting up. The manufacturer representative (rep) noted that he had already reseated video connections on both computer and monitor ends. During troubleshooting, the rep checked for video input setting on monitor softkey menu - monitor was properly set to high-definition multimedia interface (hdmi). The rep plugged the hdmi cable from monitor into external video port on the input/output (io) panel - still no video detected. The rep checked the universal serial bus (usb)-c dongle, hdmi cable, and video ports for damage - no damage noted. During additional troubleshooting, the a rep purchased an original equipment manufacturer (OEM) hdmi cable and usbc-hdmi adapter. After replacing video chain with OEM materials, the issue persisted. The rep re-routed video output from computer to laptop, bypassing usb-c to hdmi. The issue persisted. The rep reported that when connecting his lap top to the main cart monitor with existing hdmi cable, laptop, the video was displayed on the monitor. Technical services suspected a faulty computer. There was no patient involvement. It was reported that replacing the computer did not resolve the issue as "no video detected" still appeared on the monitor. The rep indicated the fans in this new computer made a really loud noise, then got quiet, and it repeated this every 10 seconds. Testing a known working hdmi to usb-c adapter did not resolve the issue.